Event description:
Product analysis was completed on the suspect generator. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 3.035 volts as measured during completion of test parameter 7.16.10.2 (measured diagvbat) of the final electrical test, shows an intensified follow-up indicator (ifi)=no condition. The data in the diagaccumconsumed memory locations revealed that 2.866% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.

Event description:
The generator that showed high lead impedance was returned to the manufacturer and received for product analysis. Product analysis has not been completed to date.

Event description:
Patient presented for generator replacement surgery. Pre-op diagnostics indicated no anomalies and that the device was functioning properly. During the surgery, a new was attached to the lead and diagnostics were taken while the generator was outside of the pocket - high lead impedance was noted. The physician did not feel any abnormal pressure when inserting the set screw, the physician did not have any difficulty turning the set screw, and no visual anomalies were seen on the generator and no blockages in the generator header. The generator showing the high lead impedance was then removed from the lead. The old generator that was initially explanted, was then again reattached to the lead. System diagnostics were then performed and no anomalies were seen. A generator was then implanted into the patient. Diagnostics were noted to be ok and show no anomalies. The generator that showed high lead impedance has not been returned to the manufacturer to date. No other relevant information has been received to date.